Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states a clear piece that keeps falling off. The top of the reservoir lip is falling off. The reservoir is able to lock in sort of and then it gets loose. Troubleshooting was performed for damage and noticed the reservoir will lock in place sometimes but gets loose throughout the day. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with faded serial number label, minor scratches on case and minor scratches on lcd window.